Event description:
Caller reported experiencing an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller through a pump reset procedure, and after resetting, the error did not reappear. Consequently, the customer successfully started their sensor session.